Event description:
It was reported that a bleed occurred. A left atrial appendage (laa) closure procedure was being performed, a double curve watchman fxd curve access system was used, and a watchman flx laa closure device was implanted. The procedure took longer than anticipated and the patient experienced a groin bleed during the procedure. The patient was given a blood transfusion the following day post procedure. The patient was discharged home.